Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of three unspecified bard/davol ventralex st patches on or about (B)(6) 2015, on or about (B)(6) 2018 and on or about (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against two ventralex st patches. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, (product catalog no, corporate lot no, expiry date, UDI no), d6, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of three unspecified bard/davol ventralex st patches on or about (B)(6) 2015, on or about 14-feb-2018 and on or about (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against two ventralex st patches. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per op notes, "a ventralex st mesh (device #1) was placed and sutured." (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh (device #2). Per op notes, "a ventralex st mesh (device #2) was placed and sutured." (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #3). Per op notes, "a ventralex st mesh (device #3) was placed and sutured."